Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
During the procedure, at the 18th applied energy, the surgeon noticed that the metal plate inside of the jaw came off. It looks unhooked. The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the surgeon noticed that the metal plate inside of the jaw came off, it looked unhooked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Based on the photo provided by the hospital, a photographic inspection was conducted. The photo shows the jaws of the harvesting tool. The heater wire appeared detached from the tip but remained attached to the base of the hot jaw. Charred tissues were also observed on the jaws. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred tissues were observed on the tool handle and jaws. The silicone insulation on the jaw appeared intact with no signs of cracks nor delamination. Microscopic inspection showed the heater wire to be flexed away and detached from the tip but remained attached to the base of the hot jaw. Based on the returned condition of the device and the results of the evaluation, the reported failure ¿material twisted/bent¿ was confirmed. Specific actions for the reported failure ¿material twisted/bent¿ are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. At the 18th applied energy, the surgeon noticed that the metal plate inside of the jaw came off. It looked unhooked. This is the third occurrence at the same hospital in the same month. The surgeon kept the applied energy record. A replacement device was used to complete the procedure. The hospital did not report any patient effects.